Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the office of the chief medical examiner that the device was apparently producing air bubbles upon implant and the pt expired five days later due to neurological dysfunction.

Manufacturer narrative:
The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.